Manufacturer narrative:
Still under investigation. Evaluation still under investigation.

Event description:
In 2007, patient presented with a ruptured aaa. The physician implanted one main body graft and two iliac leg grafts. The pt developed a type I endoleak. Five months later patient underwent additional procedure and a 36mm body extension graft was used to repair the endoleak.